Manufacturer narrative:
This patient received right tmj implants with a microvascular anterolateral thigh (alt) flap in june 2015. Two months later, the patient started experiencing swelling and a nearby abscess was drained. According to the surgeon, there were no clinical signs that suggested that the implant was infected at that time. A month later, an infection developed at the site of the implant and multiple attempts were made to treat a staph aureus infection. In (B)(6) 2017, the condylar component was removed and replaced with an antibiotic-loaded cement spacer. The infection persisted and the fossa was removed in (B)(6) 2018. Since the (B)(6) 2018 explant surgery, the patient has not had any signs or symptoms of infection. The surgeon is planning on placing revision components at a later date.

Event description:
The patient's right tmj devices were removed due to infection.